Event description:
I was called to the treatment room by primary rn. She had been doing newborn testing on infant and when she tried to remove the cord clamp, the cord clamp remover broke and a small piece of the cord clamp remover was left wedged in the circular part of the cord clamp. We both attempted to removed the small piece that was stuck, but were unsuccessful. We checked to make sure there were no sharp edges on the broken piece of the cord clamp. The mother was informed of the incident and that the cord clamp would fall off with the umbilical cord if we were not able to remove the clamp before discharge. Incident report filed.